Event description:
During patient use, an 'internal temp' alarm occurred. The patient was ambu bagged and switched to another ventilator. No permanent injury was reported in this event.

Manufacturer narrative:
Although requested, patient information was not provided.